Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Keisuke hagio, md, phd, masanobu saito, md, phd, takahiro okawa, md, phd, shigeaki moriyama, phd, yoshinari nakamura, md, phd, masatoshi naito, md, phd. (2016). Polyethylene wear associated with 26- and 32-mm heads in total hip arthroplasty: a multicenter, prospective study. The journal of arthroplasty. (31), 2805-2809. Http://www.arthroplastyjournal.org/article/s0883-5403(16)30242-x/abstract. Initial reporter - this article was written bykeisuke hagio, md, phd, masanobu saito, md, phd, takahiro okawa, md, phd, shigeaki moriyama, phd, yoshinari nakamura, md, phd, masatoshi naito, md, phd.

Event description:
One patient identified in a journal article dislocated and closed reduction was performed without recurrence at 1 month post operatively. Patient was satisfied at 2, 3, 4, and 5 years post op. No further information has been provided.